Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump received motor error alarm. The customer blood glucose level was 420 mg/dl at the time of incident. The customer was performed troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.